Event description:
It was reported that, "insert planted in cup, thought it was seated after trial reduction. Insert came out of cup and it would not stay seated in the cup."

Manufacturer narrative:
Add'l info has been requested and if available, it will be submitted in the supplemental report.